Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article zavattero e., ramieri g., roccia f., gerbino g. (2017). Comparison of the outcomes of complex orbital fracture repair with and without a surgical navigation system: a prospective cohort study with historical controls. Plastic and reconstructive surgery, p. 957-965. Italy. A total 55 consecutive orbital operations for trauma performed between 2012 and 2014 were included in the study. These operations were broken into two differing groups; a navigation group and a conventional group. The navigational group consisted of 30 patients ranging in between the ages of 22 and 58 (mean age 38) and the conventional group consisted of 25 patients ranging in-between the ages of 26 and 62 (mean age 42). Every patient had complex unilateral orbital fractures involving the orbital floor and/or the medial wall with defect size larger than 2 cm2, extending into the posterior third of the orbit, with evidence of soft-tissue herniation into the defect, muscular entrapment, and associated diplopia and enophthalmos clinically evident. No patient had a previous orbital surgery. In isolated single-wall fractures a titanium orbital mesh, tailored and cut to fill the defect (synthes, (B)(4)), was used. In isolated orbital floor fracture and medial wall fractures, the same titanium mesh was used but, was bent in an s italic shape. In fractures involving both the medial wall and the orbital floor, anatomically preformed, specifically designed matrix titanium orbital meshes were used (synthes). The titanium meshes were used in 13 cases in the navigational group and 20 cases conventional group, and pre-bent meshes were used in 12 cases in the navigational group and 10 cases in the conventional group. A total of 11 patients out of 55 reported experiencing some form of diplopia following the procedure. One patient in the navigational group experienced entropion, 2 in the conventional group experienced ectropion, 1 in the conventional group experienced bleeding/hematoma. Revision surgery was required for 5 patients in the conventional group the cause is unknown. It is unknown what type of mesh each of these patients were implanted with. This complaint involves two (2) devices. This report is for an unknown matrixneuro mesh. This is report 1 of 2 for (B)(4).